Event description:
Information was received from a healthcare professional regarding an endoscope. It was reported that lens is cloudy. There was no patient symtoms reported. Replacement product was used when the issue occurred. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #product: 9560100, lotno:1465731 during the inspection at the time of acceptance, it was observed that there were scratches on the outer tube and the image was cloudy. B3: event date- year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.